Event description:
The following has been reported:biomed reported:unresponsive and ghost touch screen .no patient harm.a preliminary review identified the following issue: random touches registeredan active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.